Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited decreased sensing amplitude and increased capture threshold. Due to suspected microdislodgement, the lead was repositioned.